Event description:
The consumer called to report his wife received a burn from the heating pad. The controller of the pad allegedly overheated and caused a burn to her hand. The consumer did not need any medical attention to treat the burns.